Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to impedance issues and low amplitude/poor morphology. When attempting to remove the rv lead, the helix did not properly retract. It was removed manually, and another rv lead was successfully implanted. No adverse patient effects were reported.